Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels since (B)(6) 2016 from (187-311 mg/dl). The customer went to the emergency room (ER) on (B)(6) 2016 for 3 hours. Insulin was administered via intravenous (IV) drip. Reportedly, the ER took blood work and a venous blood-gas. Customer indicated to not have been informed of results of the tests that the ER performed. The customer reported a bg level of 193 mg/dl during the call with tandem technical support (cts), during troubleshooting with cts, a system check was performed and indicated that the pump was functioning as intended. The customer stated that the infusion set would be changed and a bolus would be taken.